Event description:
The customer reportedly obtained a 200 mg/dl and 80 mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer was sweaty. No reported treatment given or actions taken. No adverse event reported. New system sent to customer and return requested.